Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. The customer stopped insulin therapy and drank juice to stabilize bg level. The contact stated that the suspected cause of the low bg was due to the customer having increased activity levels that day. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.